Event description:
(B)(4). Event occurred in the united states. It was reported that the quick release portion of the contact detach fell off prior to use. Patient's mother stated that it looked like there was no glue holding the quick release to the tubing. Upon investigation, it was found that the tubing was detached from the tubing connector due to missing glue. Furthermore, a drop of glue on tubing connector was found. No further information available.